Event description:
The pt experienced no stimulation and a loss of therapeutic effect over the weekend. The pt stopped feeling stimulation, symptoms have returned and she "can't keep anything down". She was at home. Further info has been requested from the hcp.

Manufacturer narrative:
(B) (4).